Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Date of event - unknown. Explant date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patients legal representative that the patient underwent bilateral total arthroplasties. Subsequently, a revision procedure was performed two months post-implantation due to unknown reasons. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patients legal representative that the patient underwent bilateral total arthroplasty on (B)(6) 2011. Revision procedure was performed on an unknown date due to an unknown reason. This report is based on allegations set forth in patients notice and the allegations therein are unverified.